Manufacturer narrative:
Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to infection. A spectranetics 14f glidelight laser sheath and lead locking devices were used to attempt extraction. While attempting to remove the ra lead, the patient's blood pressure dropped. Transesophageal echocardiography (tee) confirmed a tamponade. Rescue efforts began immediately, including sternotomy. A large tear in the superior vena cava (svc) and innominate vein discovered. Repair was successful. Both leads were successfully extracted as well, and the patient survived the procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted because the glidelight device was lasing in the area of injury during the procedure.